Event description:
It was reported that balloon ruptured occurred. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation to the unspecified target lesion. On unspecified inflation and pressure, the balloon ruptured. The device was removed intact from the patient's body and the procedure was completed with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There was a stopcock attached to the hub. There was blood in the inflation lumen, in the balloon, and in the guidewire lumen. The hypotube was kinked in two places; 12cm and 46cm from the strain relief. The shaft was also kinked 26.25cm from the distal tip. Examination under magnification revealed inner shaft buckling, 8mm long, 19mm from the distal tip and tip damage. A balloon pinhole was also noted over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. A 2.50mm x 20mm emerge¿ balloon catheter was advanced for dilatation to the unspecified target lesion. On unspecified inflation and pressure, the balloon ruptured. The device was removed intact from the patient's body and the procedure was completed with a different device. No patient complications were reported. Patient's status was good.